Manufacturer narrative:
Device evaluated by MFR:the returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded microscopic inspection revealed tip damage. The stent was in place and stent strut damage was identified 6mm from the proximal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed 20 mar 2021. It was reported that the rebel bare metal stent did not cross the lesion. There were no patient complications reported. However, returned device analysis revealed stent damage.